Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/, and excessive no delivery alarm test. Unit functioned properly. The insulin pump passed the delivery accuracy test. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and broken battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2017 with a blood glucose of 483 mg/dl. Customer stated the pump stopped working when she was changing the batteries and noticed a piece broke around the battery compartment. Customer was wearing the insulin pump at the time of the emergency room visit but it was not working. Customer was treated with fluids mixed with insulin. He was put on sliding scale while waiting for pump replacement. Customer's blood glucose at the time of call was 406 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instructions. Customer declined trouble shooting for high blood glucose. The customer will return the product for analysis.